Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets fell off during use events on (B)(6) 2024 and infusion set was in use for 2 days. No further information available.